Event description:
Mother stated the middle of the screen was defective. Unable to read text in that area. No further information. Sn: (B)(4). Pump to be replaced. Pt is using back up pump that is working without any issues. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.